Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water flow issues with blocked air, water, and jet channels error messages was confirmed. The device evaluation found the nozzle was clogged with black debris in it. The following summary of information was received during follow-up with the customer regarding the reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The customer did not know what the foreign material could be. It was unknown if there was any delay in the start of precleaning. It was unknown if the customer flushed the air/water nozzle with water and air. It was unknown if there were any abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. There were no other concerns about the reprocessing. The following non-reportable findings were found during evaluation: multiple deep dents and buckles on insertion tube, customer barcode on the grip opened scope cover was dry, play in control knob due to angle wires becoming stretched, dry but wet detection sticker activated on scope connector, distal end plastic cover had dents, light guide lens adhesive peeling, adhesive on bending section cover cracked, and low angulation due to stretched angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues with blocked air, water, and jet channels error messages. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.